Event description:
Ventilator went inoperative after physician changed setup from pc (pressure control) of 20 to pc of 18. Ventilator displayed the following alarm "restart ventilator" with a red background. No returning volume was quickly noticed and patient was manually ventilated while placed on new ventilator. Unit still in biomed awating maquet feedback regarding no technical error on the event log and reason for failure.